Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high compared to his feeling/ normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 at 7:30am. The patient reportedly obtained a blood glucose reading of '153mg/dl' with the subject meter. The patient manages his diabetes with insulin (via insulin pump) and in response to the reported meter reading, the patient reportedly administered an increase dose of 6 units of insulin a minute later. According to the csr's documentation, as a result of the alleged meter issue, the patient reportedly developed symptoms of 'obscured poor vision' and shaking five to ten minutes later. Immediately after the onset of his reported symptoms, the patient claimed he obtained blood glucose reading of '53mg/dl' with a bayer contour meter. Ten minutes after the alleged meter issue occurred, the patient reportedly administered glucose tablets/glucose gel as self-treatment. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl); however, the csr noted that at the time the alleged meter issue occurred, the patient was using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.